Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed. It was confirmed that reprocessing failed to be practiced in accordance with the instructions for use (IFU). Therefore, deviation of reprocessing from the instruction manual was presumed to have caused the foreign material to have remained. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a cut on switch button 1, water tightness was lost. There were few additional findings. Due to a crack on scope connector, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The play of the up/down knob was out of standard value. Adhesive on bending section cover was chipped and cracked. The lock engagement lever was deformed. Scope connector had a crack. Objective lens had a scratch. Adhesive around objective lens and light guide lens was peeled. The distal end cover had a dent. Connecting tube had a scratch. Due to damage on zoom (charge coupled device), zoom did not work as intended. The investigation is ongoing. Follow up in progress to obtain additional information from customer regarding presence of foreign material inside the nozzle. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope exhibited leakage at switch button 1. The subject device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.